Event description:
A ventilator inoperative condition occurred during a ventilator check-out procedure at the manufacturer's sales office. The device was not in patient use. The device was evaluated and the system board was replaced to address the issue.